Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose with frequent highs and lows while using the ilet bionic pancreas, with current bg of 172 mg/dl and alerts for both high and low glucose; the pattern had persisted for at least two weeks and recent hospitalization was noted in prior history, prompting concern for improper device use and need for retraining, with referral for remote clinical training and consideration of soft or factory reset. Symptoms included episodes of hyperglycemia and hypoglycemia without immediate health effects. Outcomes included the need for troubleshooting and education, including review of alerts and user actions; the patient treated lows with oral glucose and reported ketone testing without escalation of care. Investigation included review of device data trends, counseling on operation, and planning for additional training to verify setup and use. Investigation of this case revealed fluctuating glycemic control with unclear causation, with no specific device component failure identified and user technique under review. It was concluded, based on previously established findings for similar reports, that the cause was unclear pending further assessment, with user retraining indicated.